Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device was beeping as it cannot measure left ventricular (lv) lead impedance measurements due to noise. The lv lead configuration was reprogrammed and the impedance measurement was obtained. Boston scientific technical services (ts) and engineering reviewed the provided data and confirmed noise during the daily measurements. It was also noted that the device exhibited a higher than expected average power. As it was suspected there was a malfunction with the hardware, device replacement was recommended. Low out of range impedance measurements were noted the lv lead. This device and lv lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.